Event description:
An aortagram was required to locate the subclavian artery. This was not something that was known before it was needed. This required a contrast injection from the power injector. The power injector did not initialize when the room was turned on. This was not noted at the time. A separate portable injector was deployed and also failed in the room. Power was cycled and the power injector in the room was able to be used. There was a significant delay involved in cycling the power to get to this point. All imaging was successfully obtained by the completion of the case. No patient injury resulted because of the delay.